Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive for several weeks. The patient reported that after water exposure on (B)(6) 2012 it was difficult to elicit a response from the up and down arrow buttons. The patient denied damage to the keypad or moisture in the pump. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrows and contrast buttons were found to be intermittently unresponsive and required excess force to activate. The ok button responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.